Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
About two weeks after feeling a "pop" in her knee, the pt was revised to address loosening of the poly portion of the patella from the metal back. Poly wear on the medial side of the insert was also found, as well as osteolysis.